Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Moisture damage was also found on the motor and force sensor during visual inspection. The insulin pump was also received with the serial number label missing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The customer reported that yesterday they went to the swimming pool and today the insulin pump just shut off and did not turn on. Troubleshooting was performed and the display did not return after restart. The customer reported that the insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.